Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the cause of the short was unknown. The cause of the lead being stretched out was also unknown, and no actions will be taken to resolve the stretched lead. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0lg0n, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins died about 2 weeks ago and to resolve the battery depletion the caller was in a case to replace the ins. During the case, the caller stated the healthcare provider removed the lead from the header of the old ins and attempted to insert it into the new ins and it appeared that the lead was stretched out, like the sheathing came loose. The caller stated that they tested impedances with the new ins and the first time two pairs were short c2 and 1/2. The caller ran impedances at 2v and there were no shorts. The caller stated the ran impedances again and at the time of the call the impedances were showing that no shorts were in the system. The caller was asking if they should replace the lead and was reviewed that it would be something to consider. While on the call, the healthcare provider stated that they were going to leave the system as is and not attempt to replace the lead. No patient symptoms were reported. No further complications were reported.